Event description:
The customer reported that the device displayed a primary alarm failure. The device was in use at the time the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that there was a primary alarm failure displayed on the device. The remote service engineer (rse) discussed with the customer the primary alarm failure. The rse also provided phone assistance in reviewing the significant event log. It was reported that error code 5021 (speaker test) and code 1102 (primary alarm failed) were observed. The rse advised the customer to replace the speaker assembly per the service manual. The customer was provided with the following part ID - speaker assembly (base assembly). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the device was being set up when the issue occurred. There was no patient involvement. No patient or user harm reported. The customer reported that the speaker assembly was replaced to resolve the issue. The device was returned to service.